Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It is reported the patient suddenly lost stimulation coverage after lifting groceries from the ground. X-rays revealed the strain relief loop was no longer intact and the lead migrated. The lead was explanted and two leads were implanted. The patient's stimulation therapy was restored.